Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported there were intermittent overload fault error messages. This error causes the system to shut down. This could cause procedural delays. There is no report of injury or death associated with this event.